Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg cause was not known. The customer's friends provided assistance as the customer consumed carbohydrates, and an emergency medical technician (emt) administered intravenous glucose to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made to follow up with the customer regarding the alleged hospitalizations due to low bg issues; however, no response from the customer was received.